Event description:
Customer reported during a chemo infusion, a nurse was trying to get bubbles out of the pumping segment and the tubing disconnected at the upper fitment, resulting in a chemo spill. No pt or staff harm. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The customer's report of a disconnection at the upper fitment was confirmed by the picture provided by the customer. Unable to determine the cause of the disconnection because the set had been discarded by the customer. The root cause of this failure could not be identified.